Event description:
It was reported that an overinfusion occurred. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 4/22/1998. The pump was received and was visually and functionally tested. Visual inspection found the inspection seal broken and dried solution spillage in and around the pumping mechanisms. Also, the valve actuator mechanism on channel be showed the valve actuator seal was not pressing down flush to the chassis level. This would not allow the actuator to completely open nd close during the fill and delivery strokes, allowing fluid to flow through during each stroke. Rate accuracy testing was performed and the results confirmed the overinfusion by 20% on channel b due to an improperly installed valve actuator seal. The technical service manual states that when working on the valve actuator mechanisms, "the valve actuator and pump latch height must be verified. This is a critical step and must be performed to ensure safety as well as proper functioning of the instrument" the customer will be inserviced on the proper installation of the valve actuator seal. This report was filled out by the MFR.